Event description:
It was reported the patient was unable to communicate with the ipg using the charging system. An x-ray showed the ipg had rotated. Follow-up identified the physician corrected the orientation of the ipg and made the ipg pocket tighter. It was reported the surgical intervention resolved the communication issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.